Manufacturer narrative:
The investigation of the reported failure mode has been completed. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had calcification and small vessel size preventing successful delivery of impella. Device history review: the device passed all the post sterile inspection checks.

Event description:
The user facility reported that a patient presented with chest pains and became hypotensive. Decision was made to place on extracorporeal membrane oxygenation with decision to place impella cp for venting. It was noted that the cp was primed however the physician was unable to gain access due to vessel size and calcification. Procedure was aborted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.